Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the keypad buttons responded to user inputs during testing; however, there was evidence of adhesive/contamination found under all the key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up, down and ok keypad buttons intermittently unresponsive when pressed. The pt denied any damage to the keypad. There was no adverse event associated with this complaint.